Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction of error 14 in the logs. The fse replaced the fiber optic assembly, the motor control pcb, the scroll compressor, and the threaded temperature sensor. The unit passed all functional and safety tests. The iabp was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during startup, the cardiosave intra-aortic balloon pump (iabp) unit notified error 14 and had a loud alarm. There was no patient harm reported.